Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. A DHR review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to read temperature. Per follow up information received via mail on 03jun2024, it was reported that the device has not been repaired yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was unable to read temperature. Per follow up information received via mail on 03jun2024, it was reported that the device has not been repaired yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to read temperature. Per follow up information received via mail on 03jun2024, it was reported that the device has not been repaired yet.